Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument did not move well. There was no excessive movement or external impact applied to the instrument. During the difficult operation, the middle part of the instrument broke and there was a delay in the operation process. The patient suffered from delays in anesthesia and operation time. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument moved in the intended direction. The movements of the surgeon scaled appropriately to the instrument. It was not a static instrument. The procedure was delayed for 15 minutes but there were no intra or post-operative complications due to this delay. According to the surgeon, this event did not impact the procedure and the patient¿s health. There was no concern about procedure delay causing any long-term complications with the patient. No fragment fell inside of the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument did not move well and was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found failure during function test - intuitive motion. The instrument exhibited unintuitive motion (moved precisely and proportionally to the master, started and stopped with master motion, just moved in the wrong direction) when placed and driven on an in-house system. The root cause could not be determined. Additional observation related to the customer reported complaint was that the instrument was found to have the gear molded roll output broken in one place at the base closest to the main tube. The break caused the instrument to not rotate. A piece measuring proximately 0.143" x 0.211" was not returned with the instrument. The root cause of gear molded roll output - broken is typically attributed to mishandling/misuse. The probable root cause of the broken roll gear is attributed to damage during use, which caused the instrument to not rotate. This may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed that the wristed needle driver instrument exhibited unintuitive motion (moved in the wrong direction). Unintuitive motion could lead to subsequent tissue damage. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.